Manufacturer narrative:
As soon as the engineer can evaluate the devices and write his report. I will file a supplemental report.

Event description:
It was reported that "some clips ok and some remained open falling into the abdominal cavity."